Manufacturer narrative:
(B)(4). Per the customer, they follow the operators manual for the daily, weekly, 3 month, and 6 month maintenance. The customer uses 10% sodium hypochlorite solution if the chlorine level is low. The field service representative(fsr) was unable to duplicate the reported issue. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, after the heater cooler was drained, cleaned and refilled, there was no cardioplegia water flow from small to large tank. There was no patient involvement.